Event description:
During a follow-up in-clinic, episodes of myopotential oversensing were observed on the device. Technical support was contacted and recommended reprogramming to resolve the event. No intervention has been performed to resolve event. The patient was stable.